Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with dlk (diffuse lamellar keratitis) at one day post op. The steroid drops were increased and the issue resolved. This report concerns the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).